Manufacturer narrative:
(B) (4).

Event description:
It was reported that the stimulation stopped. The pt programmer determined that the implantable neurostimulator (ins) was turned off. The ins was turned back on. This resolved the issue.